Event description:
Medwatch report (B)(4) stated a phlebotomy technician attempted to activate heel warmer to use on a patient with difficult venous access in late afternoon. Tech squeezed the pack to activate, and the pack burst and leaked all over the patient's bed. Tech states that the patient was not injured, and he cleaned up the contents off the bed. Tech was not affected by the leaked product.

Manufacturer narrative:
No samples were received for evaluation therefore the root cause could not be determined. If the samples become available at a later date the investigation will be reopened, and further evaluation performed. A review of the device history record (DHR) for the lot number reported v3a159 was reviewed and was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Cardinal health will continue to monitor and trend all similar reported product related issues.